Manufacturer narrative:
Product ID 3889-28, lot # v450734, implanted: (B)(6) 2010, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2008, product type programmer. (B)(4).

Event description:
It was reported that the patient was still having concerns with the device/ therapy and she was working with her healthcare professional (hcp)/ manufacturer's representative. Appointment date was noted as 9/12. No further information was received at the time of this report.

Event description:
It was reported that the patient couldn't feel her stimulation for the prior three months. The symptoms occurred following a fall, where she fell on her knee in (B)(6) 2012. Sometime between (B)(6) 2012 the patient realized that something wasn't right and "switched" in (B)(6) 2012 because she wasn't feeling it. It was stated that it was a "pretty good fall but not on her hip or anything." The patient had bariatric surgery on (B)(6) 2012 and had lost (B)(6) since. The patient could not feel stimulation on program 2 at 10 v. The patient felt some sensation on program 3 at 5.3 v, the top of the range allowed. The patient couldn¿t feel program 4 at all. The patient was getting physical therapy for her back and they were doing deep pressure trigger therapy. No patient injury was reported. No patient outcome was provided. Additional information has been requested, but was not available as of the date of this report.